Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. Data obtained from the device showed on isolated incidence occurring in (B)(6) 2012 where the device may have switched itself on automatically, but there was no evidence to show that the device continued to switch on automatically over a period of time. Investigation did not find a fault with the device or any component on the device. The returned pad-paks from lots 713 and 718 were tested and confirmed to perform to specification. The pad pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.